Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 651mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that a motor stall occurred on (B)(6) 2017 @ 22:44 that did not recover. The patient did not recently have an MRI. The healthcare provider wanted to know it there was something that could be done to restart the pump and it was reviewed that the pump could not be forced to restart. The patient was admitted through the ER (emergency room) with return of spasticity, increased heart rate, diaphoresis, hypertension and spasms. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a motor stall noted in the pump logs. The actions and interventions taken to resolve the issue was the pump was replaced on (B)(6) 2017. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.